Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an inability to establish communication between the system controller and system monitor was confirmed. The returned system controller (serial number: (B)(6) ) was connected to a test power module/system monitor and communication with the system monitor was not able to be established, reproducing the reported event. Electrical testing of the controller power cables did not reveal any issues. The controller was disassembled to inspect the internal components and no issues were observed. Circuit analysis performed on the main printed circuit board (pcb) revealed a compromised component in the communication circuitry that resulted in the observed inability to establish communication with the system monitor. The compromised component was replaced and the issue was resolved. After replacing the compromised component, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained data spanning 3 days ((B)(6) 2021 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on (B)(6) 2021 at 11:07:47 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The reported event was determined to be due to a compromised component on the system controller main pcb; however, the root cause of the component not functioning as intended could not be conclusively determined through this analysis. Heartmate 3 patient handbook , under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage hazard and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (IFU) ,rev. C, section 4 "system monitor" explains the actions to take if the system monitor screen displays the "not receiving data" message after the system controller has been connected. Heartmate 3 patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the clinic and their controller was unable to connect to the clinical monitor or tablet due to "data not connected" error message. Two system monitors and two power module cables were tried and unable to connect. The patient's controller was exchanged which resolved the issue. Log files were unable to be sent for review due to non-functional data cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.